Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 800 mg/dl. It was reported that drops of insulin were not observed to be exiting the infusion set tubing during the fill tubing process. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed no additional issues were found with the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.